Event description:
It was reported that the patient had a baclofen "allergy." The patient reportedly suffered seizure after the last implant because the managing physician at that time felt there was too much baclofen in his system. It was also stated that the patient had seizure when he would take oral medication. The cause of the symptoms was unknown, and the issue had been resolved by exchanging the pump. The patient was doing well and receiving effective therapy, and they would follow-up at their neurologist's clinic. The pump system was being used to infuse lioresal 2000 mcg/ml.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).